Manufacturer narrative:
(B)(4). UDI# - (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery a standard drill bit was utilized during the procedure as the drill set was not included in the box. The traverse pins would not go in. An additional anchor plug drill was used. By over drilling, the radial nerve was damaged and there was an additional or time of 1 ½ hour.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The complaint was confirmed by interviewing parities involved. Review of DHR and found there were no related deviations or anomalies. No device or photos were received; therefore the condition of the component is unknown. Root cause could not be assessed as the device was manufactured to specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.